Manufacturer narrative:
The problem could be traced to optical fiber failure. We are unaware of patient involvement. We are waiting for more information.

Event description:
The optical fiber had a failure that did not allow to use it properly. No adverse effects to patient were reported.